Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found tip clamps with broken prongs in the problem area of the pipetter assembly. The fse replaced tip clamps. The instrument was inspected, tested without further problem, and returned to service.